Manufacturer narrative:
Device issue with inovent (B)(4) was created as (B)(4). The device investigation was completed on 05-may-2016. Device (B)(4) was returned to (B)(6) service center for evaluation. Initial inspection showed the device to be in good condition with no visible damage or other irregularities. The system was put on a delivery check using a test circuit and injector module and delivered values found to be within acceptable ranges. No fault or delivery failure or overdosing observed. Device was operating correctly. The service log showed the occurrence of measured > set alarms. No date or time information available in the log. No fault found with this device. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause of the device issue was determined to be no fault found. However, this is unrelated to the patient event. As per the inovent operation manual, failure of the user to manually deliver no to the patient during switchout of the devices is the root cause of the patient event. Per the inovent operation manual: warning: if an alarm occurs, safeguard the patient first before troubleshooting or repair procedures. "The inovent delivery system provides an integrated manual no delivery system for administration of a fixed concentration of no/o2 therapy with a resuscitator bag." "The manual no delivery system permits continued no delivery if the ventilator or the main inovent delivery system fails. The manual system is completely pneumatic and is not linked to the primary delivery system." Warning: the manual no delivery system must be set up and available at all times.

Event description:
On (B)(6) 2016, a product specialist at (B)(6) contacted mallinckrodt pharmaceuticals product monitoring to report an issue with inovent (B)(4). The device was in use on a patient at the time of the event. The reporter stated that while on the inovent, the baby experienced a small rebound effect and went down to 50% in oxygen saturation in a small duration (<1min). The cylinders were changed. The exchange was so fast that no manual ventilation was needed. The therapy went well after this and the patient recovered.